Event description:
It was reported while using bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: ruptured diaphragm found during sterilization.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: ruptured diaphragm found during sterilization.